Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from the manual probe. The fse observed the blood sampling valve (bsv) knob and shaft was faulty causing the probe movement to be difficult. The fse replaced the bsv knob and shaft, resolving the leak and errors. The fse also cleaned the bsv as part of preventative maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported less than 5 mls of clear fluid leaked from the manual probe inside the coulter lh 750 hematology analyzer. The customer stated that the instrument generated "manual sampling probe did not retract" errors. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.